Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that the patient experienced a blood glucose of 300 mg/dl with extreme drowsiness associated with the pump having a no power issue. Reportedly, the patient discontinued pump therapy and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support (cts), it was revealed that a power issue occurred during or immediately after a battery change. This complaint is being reported based on the allegation that the patient experienced hyperglycemia because of a power issue.